Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the following diagnostics were performed related to the fatigue and fainting spells: video egg, echo, CT scan, and doppler. In order to resolve the fatigue and fainting spells the action of persuing counseling was performed.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient went to the emergency room due to fainting spells which were thought to be related to fatigue or a non-device related neurological condition. It was later reported that the patient was hospitalized for the fainting spells. The patient¿s impedances were normal. No further complications were reported.